Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investugation.

Event description:
It was reported that the customer had modified the unit leading to exposed sharp metal edges. The patient attempted to get out of bed by ¿scooching¿ down towards the foot of the stretcher and got caught on the stirrup spike sticking out at the end of the stretcher. The patient sustained lacerations to the medial aspect of their thighs and required sutures.

Event description:
It was reported that a patient sustained an injury due to the stretcher's foot support. No specific injury or product failure has been alleged at this time.